Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - analysis confirmed that the device powers on with an error. Analysis also found that electrocardiogram connector was loose. The links electronic module and battery were replaced.

Event description:
It was reported that the programmer incurred an error when booted. Recycling power did not resolve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.